Manufacturer narrative:
The correction is that on the additional information received on 2/13/15, from the analysis team, showed there was a wire separation/fracture not a catheter. Complaint conclusion as reported, during a renal angioplasty, the customer was unable to advance or retrieve the jindo steerable guidewire through a cook .035 catheter. It was noted that the wire was unraveled and had become stuck inside of the catheter. The guidewire and catheter were removed from the patient and replaced. The procedure continued after a five minute delay with no reported patient injury. The device was prepped per the instructions for use (IFU), was not kinked or damaged in any way prior to insertion into the patient, nor was it re-shaped by the user. The vessel was described as having ¿normal tortuosity¿ in the renal anatomy. On 2/13/15, additional information from the analysis team showed there was a wire separation/fracture. A non-sterile unit of endovascular wires & metals pgw jindo 180cm str .035 was received inside of a plastic bag. The guidewire was received inside of a catheter of the brand cook. It was not possible to obtain the guidewire from the catheter. From the hub, an accumulation of dried blood was observed. No other anomalies were found during visual analysis. Functional analysis could not be performed because the guide wire could not be extracted from the catheter. X-ray images were obtained from the catheter and a separation / fracture was observed. Sem results showed that the core wire presented with evidence of reverse bending due to fatigue or overloading conditions. Also, elongations and ductile dimples were observed as evidence of pulling or stretching events until separation. No other anomalies were found during sem analysis. Per lake region report, the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot were observed. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failures by the customer as ¿guidewire / impeded¿ and ¿guidewire / unraveled/stretched¿ were confirmed as the condition as the device was received. The cause of the event experienced by the customer as well as the separation observed could not be conclusively determined. However, handling factors, such as evidence of reverse bending and pulling or stretching, may have contributed to the reported event. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the device history record nor the product analysis suggests that the event could be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Event description:
During a renal angioplasty, it was reported that there was an attempt to push a jindo steerable guidewire through a cook .035 catheter, however, unable to push further or retrieve. It was noted that the wire was unraveled and stuck inside the catheter. It was taken out of the patient and changed to a same like product. Surgery continued, there was a five minute delay. No adverse event to the patient. The device was prepped per IFU. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The vessel was described as having ¿normal tortuosity¿ due to the renal anatomy. Per the failure analysis, it was observed that there is a catheter separation/fracture.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.